Event description:
The lead was returned to allow for reliability analysis.

Event description:
Boston scientific received information that the right atrial (ra) lead displayed loss of capture (loc) at maximum outputs. Upon fluoroscopy, the lead was found to be dislodged. A revision procedure was performed and the ra lead was explanted and replaced without complication. No other adverse patient effects were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a slight separation between the distal end of the anode electrode ring and the neck insulation, which was most likely related to the explant procedure. The lead tip tines were intact and undamaged.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.